Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed "system fault 36" and "system fault 37" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the error logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The system board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.